Event description:
It was reported that the device had failed co2 sensor calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose object inside device was confirmed. On 21-jan-26, etco2 was received unboxed and with paperwork. Unit¿s passed asft cal & accuracy testing. Unable to verify or duplicate customer failure complaint. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.